Event description:
It was reported the system displayed a kv on in error message. This message will result in a system shut down situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The connectors reseated during the service call. The system was tested and found to be working as intended and put back into service.